Manufacturer narrative:
Concomitant medical devices: 6935m55 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to t-wave oversensing. The t-wave oversensing discriminator was fooled by the intermittent nature of the t-wave oversensing, which prevented the wavelet from withholding. The patient was to have reprogramming done. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.